Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2367 on the homechoice (hc). This occurred during use, while the hp was connected. There was nothing unusual found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the hp start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.